Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally there is no allegation of deficiency against any fresenius products and the event. The potential causal event of the peritonitis is unknown. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
This is a report of a peritoneal dialysis (pd) patient who developed peritonitis. The cause of the peritonitis is unknown. The patient was hospitalized for the event from (B)(6) 2017 through (B)(6) 2017. A peritoneal effluent culture was performed with results positive for acinetobacter baumannii. On (B)(6) 2017, the patient was treated with ancef and fortaz (1g each, intraperitoneal (ip), once) for the event. The patient was then treated for three days with intravenous daptomycin (dose unknown). Upon discharge from the hospital, the patient began treatment with fortaz (1g, ip, for three weeks) for the event. On (B)(6) 2017, a repeat culture was performed and showed no growth. The patient has continued with peritoneal dialysis therapy and was reported to have recovered from the event.